Event description:
A customer reported that the ultrasound stopped during a cataract with intraocular lens implant procedure. The system was rebooted but the situation was not resolved. The staff changed the handpiece and the situation was resolved. The duration of the procedure was extended, but was able to be completed without impact to the pt.

Manufacturer narrative:
The company rep examined the system and found system messages (sm) - handpiece current low and sm - u/s hp failure - handpiece current low. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system or phaco handpiece. The root cause could not be determined conclusively. (B)(4).